Event description:
The customer reported the device showing low reading on 5% co2. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection found the detector lens was tilted. The device was able to power on and off using battery power and was able to obtain measurements with all of the enabled parameters. When a co2 gas mixture was applied, the measured values were outside the accuracy specification. After performing zeroing of the device, the measured values remained outside of the accuracy specification due to the titled detector lens. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported the device showing low reading on 5% co2. No consequences or impact to patient were reported.